Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deploy button of a 5f exoseal vascular closure device (vcd) could not be pressed when the indicator window was in the black-black state. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The device was used in a trans arterial chemoembolization (tace) procedure with a retrograde approach. The femoral artery suitability was verified by angiography, including an insertion angle of approximately 30¿45 degrees. The vessel diameter was verified to be greater than 5 mm. There was no visible calcium or plaque at the puncture site. There was no stent near the puncture site and no stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. There was no difficulty connecting the 5f non-cordis vascular sheath introducer with the exoseal vcd. The deployment button was not fully depressed and flushed against the handle; the exoseal vcd and vascular sheath introducer were not removed as a single unit approximately 1¿2 seconds after depressing the deployment button; when the device was removed it was noted that the deploy button was not pressed; it was unknown whether the indicator wire was still visible when the device was removed. The physician was certified in the use of the device and had used it several times prior to this procedure. The device was returned for evaluation.